Event description:
The customer reported that the device had no display.

Manufacturer narrative:
The device was returned to philips for eval, and the reported symptom was duplicated. The engineer found the lcd cable to be loose, and he reseated it to resolve the issue. We consider this issue to be the result of an incomplete electrical connection.